Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined that the reported difficulty of positioning the device was likely a result of procedural conditions, which then contributed to the clip becoming caught in the chordae. The reported patient effect of foreign body left in the patient appears to be related to procedural conditions and a result of the clip becoming caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, it was noted that the long, mobile leaflets made grasping difficult. Additionally, the echocardiogram images were not very clear and sharp during the procedure; thus, visualization was not optimal. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitra clip (60509u208) referenced in b5 is filed under a separate medwatch report.

Event description:
This report is filed because the clip became entangled in the chordae and required deployment in the chordae; which is considered patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The left atrium was noted to be enlarged and there were long, mobile leaflets. There was a large central jet in the anterior 2/posterior 2 (a2/p2) mitral valve leaflet segment. The first clip (60509u208) was implanted in the medial area of the jet. After leaflet implantation, it was noted that the clip had detached from the anterior leaflet, remaining attached to the posterior leaflet. Two additional clips were implanted, lateral to the first and the mitral regurgitation (mr) was reduced from grade 4 to grade 2-3. The physician decided to implant a fourth clip (60506u145), medially to the 1st clip; however, during advancement into the left ventricle, as the delivery catheter (dc) handle was moved forward, the clip delivery system moved unexpectedly under the anterior leaflet and the clip caught in the chordae. The clip could not be removed and was deployed in the chordae, where it became caught. Final mr grade was 2-3. Post procedure, the patient was in stable condition. No additional information was provided.